Event description:
On january 06, 2025, neotract has been made aware that ¿a patient underwent a urolift procedure in which five implants were successfully placed. A few days after the procedure, the patient developed a retroperitoneal hematoma. No sample is available for evaluation.¿ additional information received on january 14, 2025, indicated that ¿on (B)(6) 2024, the patient reported lower abdominal pain but did not exhibit visible hematuria. Upon examination, the physician noted lower abdominal distension and identified a hematoma via ultrasound. The patient was subsequently diagnosed with a retroperitoneal hematoma. A contrast-enhanced computed tomography (CT) scan was performed, revealing no signs of aneurysm or active bleeding. As a result, the patient was treated with an intravenous hemostatic agent and placed on conservative management, including rest. By the third day post-diagnosis, the patient's lower abdominal pain had resolved. A follow-up CT scan on (B)(6) 2024, showed hematoma shrinkage, and the patient was discharged. However, at the follow-up visit on (B)(6) 2025, a CT scan revealed that the hematoma size remained unchanged, and the patient continued to experience lower abdominal distension. There has been no recurrence of lower abdominal pain, and conservative treatment is ongoing. The hematoma has not physically compressed the bladder, but frequent urination persists with minimal improvement. The device used during the procedure was from lot number 73k2300692."

Manufacturer narrative:
Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Neotract will continue to monitor and trend for reports of this nature.